Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with complaints of pocket inflammation. The patient had developed an infection. The system was removed without adverse consequence to the patient. The patient was in stable condition post procedure.